Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 487 mg/dl. Customer already treated with insulin and may end up going to hospital. Customer declined to troubleshoot for high blood glucose. The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 487 mg/dl. Customer stated plunger is stuck on two and another has huge bubbles and can't remove. Customer was advised that we are sending replacements.